Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during device interrogation, the programmer displayed a code that instructed the physician to push the emergency button. After the emergency button was pushed, the physician was able to perform capture threshold test and reprogram the pacing output. It was noted that "everything was fine at the end of follow-up". The device will be replaced due to nearing elective replacement indicator. The device is currently still in use. No patient complications were reported as a result of this event.